Event description:
Same case as MDR ID 2134265-2014-05007. (B)(4) study. It was reported that shortness of breath, nausea and chest pain occurred. In (B)(6) 2009, clinical status assessment identified the patient's qualifying condition as unstable angina and was referred for cardiac catheterization. The index procedure was then performed. The target lesion was located in the proximal/distal left circumflex (lcx) with 90% stenosis and was 14 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 20 mm study stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel the following day. In (B)(6) 2014, a 2.25 x 16mm promus premier drug eluting stent was implanted in the 1st obtuse marginal (om) branch. In (B)(6) 2014, the patient presented to an emergency department due to chest pain in the substernal region, radiating to left arm, shortness of breath and nausea and the patient was hospitalized. Coronary angiography revealed 99% in-stent restenosis of the previously deployed promus premier stent in the 1st om and was treated with placement of a 2.5 x 12 mm non bsc drug eluting stent. Three days from admission, the event was resolved with residual effects and the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).